Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, used the device to close the femoral artery. It was reported that after the sealant was delivered, a 2-minute fingertip compression was applied. Reportedly, as soon as the fingertips were lifted, an acute hematoma developed at the access site (size unknown). Manual compression was applied (length of hold time unknown) followed by the application of a femostop. The hematoma was resolved. No further information was provided. On (B)(6) 2011, the aci sales professional stated that the patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.